Manufacturer narrative:
The manufacturer attempted several times to retrieve further information without success.

Manufacturer narrative:
This event is being reported in a conservative manner as limited information is known to date, included unknown delay in the procedure due to failure to implant. The manufacturer is in contact with the hospital to gain further information on this event. Not yet determined if device available.

Event description:
On (B)(4) 2017 the manufacturer was notified through patient tracking of the following event: on (B)(6) 2017 an intra-operative failure to implant of solo smart size 25 occurred. A crown prt pericardial heart valve size 25 was then implanted. The delay in the procedure is unknown at this time.

Manufacturer narrative:
The complete manufacturing and material records for the solo smart heart valve, model #icv1264 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1264) solo smart heart valve at the time of manufacture and release. As the manufacturer was unable to obtain additional information about this event, the root cause remains unknown. However, based on the document review performed no manufacturing deficits were identified, and there is no information to suggest the event is related to the device.